Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer pressed the wake button during fill tubing step of the load process. As a result, customer was unable to complete the fill tubing, as pump screen turned off preventing interaction with the pump. There was no impact to the customer's blood glucose level. During troubleshooting with tandem technical support, customer was able to clear the previous load process and complete the process again. Customer was able to resume insulin delivery.